Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that three weeks prior to the high impedance patient notifier, the patient was on the bus when it braked suddenly causing the patient¿s chest to hit a standing rod. The patient was bruised and swollen for a few weeks. Upon interrogation, loss of capture, loss of capture, and high, out of range impedance were observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A fracture on a separated coil was noted at 44.6-44.9 cm from the connector pin consistent with fatigue. The fracture is consistent with the observation from the field of high lead impedance.

Event description:
New information received notes that prior to the procedure, multiple auto-mode switch episodes due noise were observed.